Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that the patient had crown mobility due to implant collar fracture at tooth position #15. The patient had to return to remove implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified that the implant fractured at the collar. Patient condition noted on the product experience report (per) was low density (type iii) bone. The reported device was at tooth location 4 for approximately 6 years and 11 months. Complainant reported that the dental implant fractured at the collar. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.